Event description:
The following was reported via FDA medwatch report ((B)(4)) received on (B)(6)2024: it was reported that a newly insertion intra-aortic balloon (iab) had ruptured a few hours after insertion. The rn immediately identified the blood in the line before any alarms generated. The pump was stopped immediately, the surgeon was contacted, and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) . Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.